Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2017 with the following findings: no defect was found. The last basal delivery was on (B)(6) 2017. The last bolus delivery was a 17.5u ezcarb normal bolus on (B)(6) 2017 at 14:59. Pump was manually suspended on (B)(6) 2017 06:32 and manually resumed at 06:37. Replace cartridge alarm on 2017-02-23 14:58; deliveries resumed at 17:16. Unexplained loss of prime on (B)(6) 2017 07:19; deliveries resumed at 07:55. Replace cartridge alarm on (B)(6) 2017 15:49; deliveries resumed at 16:16. The pump was returned w/the following basal program settings: 1.25u/hr at 00:00, 1.25u/hr at 04:00, 1.75u/hr at 10:00, 1.20u/hr at 19:00..#5. The basal change history shows settings for 02-04 were: 1.425u/hr at 00:00, 1.375u/hr at 04:00, 0.00u/hr at 06:34, 1.375u/hr at 06:37..#6. Basal change history on (B)(6) appears to be inconsistent with the current programmed daily totals due to user manually changing the basal program to current settings on (B)(6) 2017. The tdd¿s add up correctly and reflect the users programmed basal rates. No delivery defects found during delivery accuracy testing. Pump was found to be delivering within required range and delivering accurately..#8. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u.no delivery interruptions or alarms occurred during testing. Unable to duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose of 31mg/dl with cognitive impairment and unresponsiveness. The patient was treated by 3rd party assistance with glucose tabs/glucose gel and food/drink. Customer support (cs) completed troubleshooting and all settings were correct except the basal history did not match active basal program. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.